Event description:
Procedure: lap nissen. According to the rptr: pt's stomach tissue was catching on the needle, the needle then tore the tissue. Doctor had to over sew the area. There was little blood loss reported. Surgery time was extended less than 30 mins.